Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working correctly. The customer had issue with the battery and would not hold and cut off. The customer also reported that the clip broke. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or blank display were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.